Event description:
It was reported that one day following an elective procedure to upgrade this patient's implantable device, low sensing and high pacing threshold measurements were observed with this left ventricular (lv) lead. X-ray revealed lead migration. Testing confirmed capture in lv1 to can configuration; however, high threshold measurements were observed in that vector. Therefore, the lead outputs were reprogrammed to ensure consistent capture. The following day the presenting electrograms showed appropriate function. The patient will be followed, and a course of action will be established. It was reported that this lead was explanted and replaced without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that one day following an elective procedure to upgrade this patient's implantable device, low sensing and high pacing threshold measurements were observed with this left ventricular (lv) lead. X-ray revealed lead migration. Testing confirmed capture in lv1 to can configuration; however, high threshold measurements were observed in that vector. Therefore, the lead outputs were reprogrammed to ensure consistent capture. The following day the presenting electrograms showed appropriate function. The patient will be followed, and a course of action will be established. No adverse patient effects were reported. It was reported that this lead was explanted and replaced without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.